Event description:
The pt reported he went swimming and forgot to take off his insulin infusion device. He stated there was battery in the device and the device would not stop buzzing. During troubleshooting, the buzzing was not able to be stopped. The pt stated there was no water in the cartridge, compartment, or battery area. The pt was advised to go on his alternate insulin therapy until a replacement device is received. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.